Event description:
Reports were received that during suction procedures, the catheter of the closed suction system broke. The catheter was retracted from the endotracheal tube using a kelly clamp. Ballard medical products has no first hand knowledge of the allegations, but is relaying info rec'd from outside sources pursuant to federal regulations.